Event description:
The blockage was discovered during reprocessing. The type of procedure is unknown, but the customer confirmed there was no delay and the procedure was completed with the same device. There were no other devices involved. The device was inspected prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer response. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the blockage was likely caused by fibers such as gauze and cleaning cloth used at the user facility lodged in the nozzle, or a piece of injection tube and silicone rubber product which are used in the endoscopy room was accidently entered into the nozzle. Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a slow channel leak was found. The image showed an e204 error after the fog test. The forceps passage contained tear marks on the channel. There was low angulation and scratches were found on the cover. Tiny chips and old glue were observed on the lens. The customer labels were also inspected. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that a videoscope channel had a blockage during a procedure. No patient harm or injuries were reported. No additional information has been obtained.